Manufacturer narrative:
The customer¿s report of a leak was confirmed. Visual inspection showed that the female luer component was cracked along its length. Functional and pressure testing confirmed a leak at the crack location. The root cause of the leak was identified as a vertical hair line crack located on the extension set¿s female luer. The probable cause of the damage was identified as a combination of material degradation during the supplier process and manufacturing factors.

Event description:
The customer reported that tpn was programmed at 2130 to infuse over 12 hours. A small wet spot was noted but the patient thought she had been incontinent. When a lab sample was drawn from the port a new leak/puddle was noted on the floor and the side of bed which was reported to be sticky and smell like tpn. A slow leak was noted from the connection between the primary tubing and the filter.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported leaking at the filter during an unspecified infusion.